Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction revision with a mentor cpx 4 breast tissue expander with suture tabs on an unknown date developed an infection with bleeding that was observed via ultrasound. The patient underwent removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 11/3/2018, the mentor failure analysis lab received the device for evaluation. Also on 11/3/2018, mentor learned that the device serial number is (B)(4) and that the patient underwent removal without replacement on (B)(6) 2018. The device evaluation was completed on 11/30/2018. Summary: the device was received at mentor containing white fluid. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact and no anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 7578807 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Mentor product analysis lab concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).